Manufacturer narrative:
The tech replaced one head and one foot end brake caster to repair the stretcher.

Event description:
Info received indicates the stretcher has no brake from two of the casters.